Event description:
It was reported that the patient was experiencing undesired and inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted device was kept by the medical facility and will not be returned. No device malfunction suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.